Event description:
It was reported that during a follow up, inappropriate tachy episodes were observed. The device detected vf due to double counting. As a result, inappropriate shock was delivered in vf zone. Suspected dislodgement of the rv lead was observed via fluoro. The physician programmed off tachy therapies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.